Event description:
Pt's blood glucose level was high all day. She had been administering boluses through her insulin pump with no effect. She had changed her infusion site 3-4 days before. When she arrived at the hosp, her blood glucose level was 1039 mg/dl. She changed her insulin cartridge and infusion set at the hosp but could not bolus. She indicated the pump would just "buzz" and then return to the normal display. She switched to her back-up pump in the hosp and her blood sugar has returned to normal.